Manufacturer narrative:
(B)(4).

Event description:
It was reported " the patient was admitted to our department because of acute myocardial infarction and cardiogenic shock, and he underwent ECMO and iabp cardiac assistance, and on 04-15 iabp was suddenly shut down, so he was forced to get off the plane, and the patient's circulation fluctuated, and vasoactive drugs were added to maintain him". Additional information states "the device was working normally when it suddenly stopped working and the clinician observed the patient's condition and chose to unplug the iabp, still retaining the ECMO. The patient's condition was stabilized, the ECMO was subsequently withdrawn, and he has recovered and been discharged from the hospital". The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn #(B)(4). The reported complaint of the pump shut down unintentionally is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported, "the patient was admitted to our department because of acute myocardial infarction and cardiogenic shock, and he underwent ECMO and iabp cardiac assistance, and on 04-15 iabp was suddenly shut down, so he was forced to get off the plane, and the patient's circulation fluctuated, and vasoactive drugs were added to maintain him". Additional information states "the device was working normally when it suddenly stopped working and the clinician observed the patient's condition and chose to unplug the iabp, still retaining the ECMO. The patient's condition was stabilized, the ECMO was subsequently withdrawn, and he has recovered and been discharged from the hospital". The patient's current condition is reported as "fine".